Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the elevator channel is loose and leaking from the connector lock pin. The forceps cover glue is peeling. The rubber glue is cracked. The ob lens is chipped/scratched. There are multiple broken elements in the um image. There is fluid invasion affecting insulation. There is play in the control knob. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera ii ultrasound gastrovideoscope was found to have air leaking out of the elevator channel/ there was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the peeling of the glue on the distal end occurred because some external force was applied to the distal end. The instructions for use have the following statement which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."